Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: dsp logs show that the vse instrument lot# k11240120-0089 was installed 3x and passed homing 3x. Qty 7 cut complete events were noted, no errors. E100 logs show qty 5 seal events, no errors. The instruments were used for about 2 and 13 minutes, respectively. Msc logs show some errors that don¿t seem related to the complaint. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument got stuck on tissue. The customer was unsure what universal surgical manipulator (usm) the vse was being controlled by when the issue occurred, but he thought the manual release knob (mrk) was used and the instrument was removed and replaced. Another instance of the instrument getting stuck occurred with a second vse at some point later in the procedure. It is unknown if the second occurrence was with the same usm or different. No related errors in the logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that there were no recoverable faults in logs. Hence, if a user attempted to use mrk, it likely did not release tissue. The customer was unsure if mrk was used. The customer stated the case was converted to laparoscopic but was unsure if it was related to the vse or simply because it was a tough case. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the case was converted to open. There was no injury to the patient. The vessel sealer worked for 5-10 minutes. The customer used the release mechanism to open the jaws. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal. The instrument was returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis team. The instrument passed sealing and cut test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.